Event description:
It was reported that the low-voltage right ventricular (rv) lead exhibited low impedance. The rv lead was replaced. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.